Event description:
Event description guidant received information that this bipolar lead was exhibiting increasingly high threshold measurements. The lead remains actively implanted. The patient's physician will perform a follow up visit in two weeks. The event will be updated if further information is received. Additional information received states the lead was found to be dislodged. It was successfully repositioned. No other adverse events have been reported.